Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the saw attachment does not function. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown (B)(6), service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken as repair. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure. During the pre-repair diagnostic assessment the service technician identified the following failure code as gear, broken, torn off. The service technician identified the probable root cause as normal wear. The device was repaired and returned to customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.